Event description:
A doctor reported that prior to performing an osteotomy on a patient, the precise intramedullary limb lengthening rod was implanted in order to confirm its position and placement. The doctor alleged that while attempting to remove the implant after the measurements were taken, the implant may have broken.

Manufacturer narrative:
A new precice implant was used to complete the patient's procedure during the same visit, without further incident. To date, the patient is doing fine.